Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was patient's l4 lead is fracture and low impedances were noted. Since the patient still has effective therapy, no further intervention is planned.